Manufacturer narrative:
(B)(4). Batch # r57j01. Investigation summary: the analysis found that one ec45a device was returned with no apparent damage and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. He batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure that the device fired but would not open. Reverse and manual override were attempted but would not open the device. The device was cut from the tissue to remove it. Unsure as to how the procedure was completed. The surgery was delayed but there were no adverse consequences for the patient.